Manufacturer narrative:
Lot number or product was not provided by the reporter therefore unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder], severe and permanent physical injuries [injury], hypocupremia [copper deficiency], extensive nerve damage [nerve injury], tingling of the feet, legs, hands and arms [paraesthesia], numbness of the feet, legs, legs, hands and arms [hypoaesthesia], burning of the feet, legs, hands and arms [burning sensation], pain of the feet, legs, hands and arms [pain in extremity], weakness of the feet, legs, hands and arms, muscular weakness [muscular weakness], dizziness, constipation, loss of balance [balance disorder], tendency to stumble or fall down [gait disturbance]. An attorney reported that their (B)(6) year old male client used fixodent denture adhesive, version unknown cream beginning (B)(6) 1996 after using super poligrip from 1994 through 1996, and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries, hypocupremia, extensive nerve damage, dizziness, constipation, loss of balance, tendency to stumble or fall down, and tingling, numbness, burning, pain and weakness of the feet, legs, hands and arms. Health care professional was visited. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. No further information was provided.